Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: initial reporter first name. Additional information: imdrf annex a, g, b, c and d codes and manufacturer narrative. Investigation summary: log analysis confirmed a medication/decimal error in the programming of the norepinephrine infusion, attributing it to user programming error. The analysis identified a discrepancy between the reported desired dose of 0.05 mcg/kg/min and the pump module programming by the clinician, which set the dose to 0.5 mcg/kg/min. An external or internal inspection of the suspect devices could not be performed, as they were not returned for investigation. A log review was also not possible because the data set and associated logs from both the suspect and concomitant devices were not provided, despite multiple attempts to retrieve them. The facility reported that the pump module remained in circulation and declined to submit the associated device logs the facility provided an infusion knowledge portal (ikp) report of the pcu, detailing the infusions conducted on (B)(6) 2025, from 3:52 am to 4:00 am; however, the ikp data does not include keystroke programming and has not been validated for log analysis purposes. The log analysis confirmed a programmed infusion from 3:52 am to 4:00 am using the guardrails drug 'norepinephrine' under the profile 'adult.' According to the infusion knowledge portal (ikp) record, the continuous infusion was initiated on (B)(6) 2025, at 3:52 am, with the following parameters: a rate of 44.4 ml/h, a dose of 0.5 mcg/kg/min, a concentration of 0.064 mcg/ml, a drug amount of 16 mg, a diluent volume of 250 ml, and a vtbi of 100 ml. At 4:00 am, the infusion dose was adjusted from 0.5 mcg/kg/min to 0.05 mcg/kg/min due to a programming error, with a total volume infused of 4.6 ml it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Root cause: the root cause for the reported medication/decimal error during the infusion of norepinephrine is being attributed to user programming error. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
A copy of the medwatch report from FDA was received, which states ¿during a titration of norepinephrine using an alaris pump, it was intended to be titrated down from 0.06 mcg/kg/min to 0.05 mcg/kg/min (usual dose range: 0.025 to 1 mcg/kg/minute according to lexicomp). Instead, it was titrated from 0.06 mc/kg/min to 0.5 mcg/kg/min (a decimal place error), which ran for 8 minutes between 0352 and 0400 on (B)(6) 2025. The patient displayed new ventricular tachycardia and st elevation on telemetry. Later that morning, it was re-evaluated to be accelerated idioventricular rhythm (aivr), not v-tach. Patient remained neurologically intact, and patient was sent emergently to cath lab for stent evaluation (no thrombus was identified). Decimal point errors on alaris pumps are a known limitation, especially on continuous infusion medications. In this instance, the new rate (0.5 mcg/kg/min) is within the normal dosing range - no alerts would have presented this as currently programmed in alaris. The baxter spectrum iq pump can alert to these drastic changes in pump rates to prevent medication errors. This type of alert should absolutely become standard across all infusion pump manufacturers." Customer has made an implied request for the pump to alert clinicians of large changes in programming.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states ¿during a titration of norepinephrine using an alaris pump, it was intended to be titrated down from 0.06 mcg/kg/min to 0.05 mcg/kg/min (usual dose range: 0.025 to 1 mcg/kg/minute according to lexicomp). Instead, it was titrated from 0.06 mc/kg/min to 0.5 mcg/kg/min (a decimal place error), which ran for 8 minutes between 0352 and 0400 on (B)(6) 2025. The patient displayed new ventricular tachycardia and st elevation on telemetry. Later that morning, it was re-evaluated to be accelerated idioventricular rhythm (aivr), not v-tach. Patient remained neurologically intact, and patient was sent emergently to cath lab for stent evaluation (no thrombus was identified). Decimal point errors on alaris pumps are a known limitation, especially on continuous infusion medications. In this instance, the new rate (0.5 mcg/kg/min) is within the normal dosing range - no alerts would have presented this as currently programmed in alaris. The baxter spectrum iq pump can alert to these drastic changes in pump rates to prevent medication errors. This type of alert should absolutely become standard across all infusion pump manufacturers." Customer has made an implied request for the pump to alert clinicians of large changes in programming.